Event description:
The customer reported that the unit has low oxygen pressure. The customer reported that the unit was not in use on a patient. The customer contacted product support and requested a repair service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Per key market, the issue was discovered during testing. Per key market, there's no problem with the device. The problem is with the hospital's oxygen system. No part was replaced.